Event description:
Nevro corp model number: acck5300, lot number: 5004867 permanent spinal cord stimulator was faulty implant and returned to company rep upon removal. Drainage at the battery insertion site caused revisions an implantation of antibiotic and removal of spinal cord stimulator implant. Permanent spinal cord stimulator was faulty implant and returned to company rep upon removal. Drainage at the battery insertion site caused revisions an implantation of antibiotic and removal of spinal cord stimulator paddle. Patient remote charger kit had faulty battery expired charger. Reference report# mw5164573, mw5164574.